Event description:
It was reported that a nim disposable for a thyroid surgery was used and during the test they received only a good response on the first canal. They put the first nim flex tube in the garbage, therefore, no product was returned. No patient symptoms/injuries related to this event. They completed the procedure with another nim flex tube.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage. The product was not returned for evaluation, therefore no product analysis / testing could be conducted. Conclusion - the product was not returned for evaluation, therefore no product analysis / testing could be conducted. (B)(4).

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis. (B)(4). The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.